Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx1880 showed five other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported via medwatch "PICC inserted on (B)(6) 2020 became completely occluded. Am chest x-ray showed PICC to be in correct position in svc. Obtained an x-ray of the upper arm and a loop could be sent in the arm about 10cm from the ". Add info rcvd: 09/10/2020: "dl PICC inserted (B)(6) 2020, ref# (B)(4), lot#redx1880, and became completed occluded today. Am chest x-ray showed PICC to be in correct position in the svc. Obtained an x-ray of the upper arm and a loop could be seen in the arm about 10cm from the hub of the PICC catheter. This is the second PICC catheter for this patient. The catheter was exchanged."